Event description:
Pt presented to surgeon with ruptured left breast silicone gel implant. Admitted to facility for: removal of right breast capsulectomy and intact right breast implant, removal of ruptured left breast implant and capsulectomy, bilateral breast augmentation with silicone gel implants.